Event description:
It was reported that the customer had high blood glucose levels (600 mg/dl). Customer reports insulin leaking at the cartridge and patient line connection. Customer took a bolus, and switched out her cartridge and infusion set to stabilize her blood glucose levels.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.